Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, lab: 4.0. One and a half hours between testing. Therapeutic range: 2.0-3.0. Nurse from (B)(6) called in report of discrepant low results on inratio. Pt is currently on antibiotics at time of testing, had started the regimen 1 week prior to discrepant test results. Technical service rep went over possible medication/disease stated interferences and informed caller that antibiotics were a possible interference; suggested physician consult.

Manufacturer narrative:
Investigation pending.